Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the posterior side assessed as surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. Stress marks observed on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
The device has been explanted.